Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue and the alleged battery depletion issue were verified in the pump logs, however, no failures were identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. The pump was able to be charged successfully with an alternate usb cable. It was also reported that the pump battery was intermittently observed to be depleting rapidly. Additionally, an occlusion alarm occurred. The customer's blood glucose was 350(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.